Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high and low blood glucose level. Customer's blood glucose level was 445 mg/dl and 46 mg/dl. The customer did not provide details regarding symptoms of their low and high blood glucose episodes. The customer also reported that the insulin pump had motor error alarm. The customer declined troubleshooting for high as well as low blood glucose. The customer was treated for the high blood glucose with bolus and ate something for low blood glucose level. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring. Motor passed motor test.